Event description:
It was reported that the patient performed magnetic resonance imaging (MRI) without changing the mode settings of the implantable cardioverter defibrillator. The device was found to be in back-up mode after the MRI procedure. Programming changes were performed. The patient was in stable condition.